Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl and treated with bolus correction for the high blood glucose. Customer states they used three reservoirs and blood glucose level was high so they changed it and was out of supplies so they used a reservoir from a kit and blood glucose level became normal. Customer declined troubleshooting for the high blood glucose. The insulin pump, sensor will not be and reservoir will be returned for analysis.